Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen frozen. The customer stated that there was a delay to the patient care workflow since they managed to get the medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the customer reported that the screen stuck in a blue carefusion screen. A field service engineer (fse) spoke with the customer, and the customer confirmed that the issue was resolved. The pharmacist had resolved the issue. The system functioned as intended after the customer resolved the device.